Manufacturer narrative:
Additional information provided. Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported a glaucoma filtration device would not separate the shunt from the device during initial procedure. Both products were discarded. Surgery finalized successfully using another shunt. There was no patient harm. Additional information has been requested but not received to date.